Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Cracked reservoir tube lip, broken battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Moisture damage noted on electronic assay and motor assay.

Event description:
It was reported that the customer's insulin pump was dropped in the pool, obtained cracks, and received button error. Customer's blood glucose was 54 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.